Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that they had a no delivery alarm. The alarm occurred when they were trying to prime the insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They were advised to replace plunger and manually push the plunger slowly and verify if insulin exits the tubing. The customer stated that insulin exited. They were advised to rewind the insulin pump, reinsert the reservoir, and run a manual prime to at least 5.0 units. The customer stated that the insulin pump alarmed a no delivery. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. The insulin pump was received with minor scratched display window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.